Event description:
A heated humidifier failure allegedly resulted in the emission of smoke from the device's housing. The device failure rendered the device inoperable. No patient or user harm or injury was reported. The heated humidifier was evaluated and a small thermal void (approximately 0.239" x 0.255") was identified on the top enclosure of the device. The location of the void prevents physical contact with it by a user due to its location being confirmed to a narrow gap present where the humidifier and CPAP devices are mated. There was also thermal damage to the printed circuit assembly (pca) and a thermal void, measuring 1.209" x 0.603", in the bottom enclosure. Both voids were proximal to the site of the thermal event that occurred in the pca. The physical examination of the humidifier's external and internal surface revealed evidence of contamination with tap water. The pca of the device also showed the same tap water evaporate contamination. The amount and location of the water deposits (a line / ring of residue) indicate that the device was used in a manner that did not allow water ingress to drain from vent holes in the bottom chassis. This suggests the device may have been placed in an enclosure that accumulated fluids and allowed fluid ingress to occur through the drain vents in the bottom of the device's chassis. Because the device's pca exhibited corrosion on both its top and bottom surfaces; and rust/oxidization of metal components on the pca, the manufacturer concludes the corrosion of the pca and the subsequent failure of the device resulted from multiple instances of non-distilled water ingress to the device housing and improper care, use and handling of the device. The associated CPAP device was also evaluated, and although there were signs of water ingress to its sensor pca and blower, no errors were reported in the device usage log and the device continued to operate normally. We, therefore, conclude the CPAP device did not cause or contribute to the issue that affected the humidifier failure reported in this submission. The CPAP is listed as a concomitant medical device. Product labeling provides user care and handling instructions to prevent water ingress from occurring or affecting the operation of the device should it, inadvertently occur (ref. M-series heated humidifier user manual, part number 1028932, page 3 and 4, section "warnings and cautions"). The manufacturer concludes the water ingress and the subsequent product failure were caused by a failure of the proper user to apply the manufacturer's care and handling instructions when using the device. Product labeling also instructs the user to use only distilled water in the humidifier chamber (ref. M-series heated humidifier user manual, part number 1028932, page 10, section "daily use"); however, the presence of mineral deposits within the device's housing indicates that tap water or other non-distilled water was repeatedly used in the device, contrary to the product labeling, and subsequently contributed to the product failure. Evaluation of the risk to users, resulting from the adulteration of the device's air way, included as assessment of the device's air path to determine if the air path, which by design is isolated from the electronics compartment, was compromised. The evaluation revealed the air path was not compromised and therefore it was effective in preventing the ingress of fumes from the electronics compartment into the patient airway. Evaluation of the risk to users, associated with a fire hazard, included an assessment of the effectiveness of the device's design in mitigating this hazard. The device's housing, made of non-flammable materials conforming to (B)(4) standards were concluded to have been effective in containing and resisting any substantial thermal involvement associated with the device's pca failure. The humidifier is intended to be used in the humidification of CPAP therapy; and therefore, the loss of CPAP therapy humidification of CPAP therapy; and therefore, the loss of CPAP therapy humidification may result in discomfort (throat dryness) to the patient; however, it does not represent a significant risk of harm to the intended user. Complaint records for the affected device were reviewed to determine if the issue identified in this report had previously occurred and resulted in adverse health or safety consequences. The complaint records reviewed were recorded from january 01, 2006 (the date the affected device was released for distribution) to november 17, 2009. The review determined that no reports or allegations of adverse health or safety consequences, associated with this issue, had been previously reported. Following the event, the user's durable medical equipment (dme) supplier replaced both the heated humidifier and the CPAP with devices from another manufacturer. Based on their investigation of these findings, we conclude that no further action is appropriate.